Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Concomitant medical products: unknown head, unknown liner, unknown cup. (B)(4).

Event description:
It was reported a patient was indicated for hip revision procedure due to malposition cup which cased dislocation. The patient coded during positioning, so the procedure was unable to be performed. The patient was reported to be in intensive care. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay a correction, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient coded on the table prior to implantation.